Event description:
A customer contacted beckman coulter inc. (Bci) regarding seventeen erroneously high glucose (glu) results generated by the unicel dxc 800 synchron chemistry analyzer. The samples were repeated on an alternate analyzer and amended reports were issued. It is unknown if patient treatment was initiated or withheld with regard to this event.

Manufacturer narrative:
Calibration and qc passed on the morning of the event, but failed later. A field service engineer (fse) went on-site, performed troubleshooting and replaced some hardware. Calibration and qc then performed passed within established specifications. A clear root cause for this event could not be determined. The following medwatch reports are also linked to this event: 2050012-2010-01389, 2050012-2010-01390, 2050012-2010-01391, 2050012-2010-01392, 2050012-2010-01393, 2050012-2010-01394, 2050012-2010-01395, 2050012-2010-01396, 2050012-2010-01397, 2050012-2010-01408, 2050012-2010-01409, 2050012-2010-01410, 2050012-2010-01412, 2050012-2010-01413, 2050012-2010-01414, 2050012-2010-01415, 2050012-2010-01416.